Manufacturer narrative:
Model 37604 activa pc+s is not a commercially marketed device, but is similar to marketed devices and therefore is reportable for malfunction. Mhy and p960009 entered, as the device was implanted for essential tremor. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. The ins could not be interrogated. The event occurred after previewing recordings on the sensing tablet, starting a download of all the date (single run), the ins was accidentally interrogated with the patient programmer during the download session, and the ins "locked up" in undefined status. The ins could not be interrogated with the sensing tablet, stimulation programmer, nor the clinician programmer. The rep explained how to perform a hard power on reset (por) on the ins, which resolved the event. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.